Event description:
During a right shoulder stabilization repair the anchor borke. It was stated that they do not properly prepare the site before use and that they rely on tapping the anchor in. The threaded portion of the device broke off and was left embedded in the pt's bone. A delay of five minutes resulted. An additional twinfix was used to complete the repair.